Event description:
On (B)(6) 2024, perceval plus size l was attempted to be implanted. Reportedly, the device was collapsed with relyon system without any issues. Guiding sutures were placed in eyelets and valve was deployed into place without issue. Position of the valve was inspected, and no issues were detected. Thus, the valve was ballooned for 30s at 4 atm¿s. Then, aorta was closed, and they began to perform the CABG. Once CABG was performed clamp was removed, and the refill process was started. Patient required 2-3 shocks to get a rhythm. They de-aired with a 19ga needle. No leaks or ar was observed in the echo. All of the sudden surgeon called for a ballon pump and the ballon pump was inserted into the patient's rt groin. At this point, significant regurgitation was noted. The reason for this regurgitation was unknown since before inserting the pump, no leakage was present. As such, they decided to re-clamp and replace the perceval with a 23 mm inspiris valve. Based on the further information received, no malfunction with the device was noted, and patient's outcome was good. Reportedly, annulus was measured as 22.0mm, stj was 25.6, and ratio was 1.16.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Device was returned to the manufacturer. After decontamination, the valve was visually inspected without detecting macroscopic anomalies and/or pre-existing defects according to specifications. The hydrodynamic testing was conducted on the pvf-l. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of 100 mmhg is 3.31 cm2, above the iso 5840:2021 minimum requirement 1.45 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.7 % and it is below the requirement of iso 5840:2021 (rf% < 15%) for a prosthesis of equivalent tad. No anomalies were observed during valve opening and closing phase under normotensive and hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issue (insufficiency) was not observed during the investigation carried out (i.e. Hydrodynamic test). Furthermore, from the document review performed, no manufacturing deficiencies were noted. This is aligned with the information received from the field (i.e., " no malfunction with the device was noted"). As such, cause of the reported event cannot be traced to the device.